Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output patient experienced on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2014 and did not confirm the reported event of intermittent audio output.